Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent an inguinal hernia repair on (B)(6) 2011, status post da vinci robotic surgery, due to prostate cancer. It was reported that after the procedure the patient experienced pain, which was diagnosed as nerve damage, bowel problems, swollen testicles, leg and groin pain, kidney pain, flatulence, increased sui, and increased blood pressure. The patient was treated with novocain, steroid injections, gabapentin, nortityline, desipramine, hydrocodone, codeine, morphine, none of which worked. No additional information was provided.